Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05390. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) and a watchman ® laa closure device & delivery system (wds) were used. It was noted that the patient¿s heart was significantly rotated. During the case, there was an accumulation of contrast media that appeared to be extravasating from the appendage into the pericardium. This was noticed after the patient was apneic, the pigtail was removed and the wds inserted and advanced with a column of contrast leading. The closure device was deployed and released successfully in the laa. The was exchanged for a short 12fr sheath in the right femoral vein and the heparin was reversed. Although the effusion measured less than 4mm, pericardiocentesis was performed and 80cc of fluid was drained from the pericardium. The patient was sent to the cardiovascular intensive care unit (cvicu) for observation. The catheter was removed the following day and the patient was discharged without further complications.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported there was some extravasation of contrast media into the pericardium while advancing the wds in the was. The wds had not exited the was tip yet. The patient was asymptomatic. The determination to perform pericardiocentesis was made after noting the effusion was growing slightly.